Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Per sales rep there was an extenal fixation remova of left tibia.

Manufacturer narrative:
The reported event that apex pin adaptor - short hoffmann lrf for pin ø3-4-5-6mm was alleged of 'implant breakage after surgery' could be confirmed. In order to address the reported event, an opportunity for improvement has already been addressed through a CAPA and a new material has been implemented. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
Per sales rep there was an extenal fixation remova of left tibia.